Event description:
A customer in the (B)(6) reported a mis-identification when using vitek ms-ds target slide, ref. (B)(4). The vitek ms-ds gave an identification of streptococcus pyogenes out of a positive blood culture. The sediment was subcultured on a blood agar for six hours as this identification was not expected. The colony was then incubated 24 hours and was identified as; streptococcus dysgalactiae spp equisimilis/dysagalactiae. There were no reports of patient harm.

Manufacturer narrative:
A customer in (B)(6) reported a mis-identification when using vitek® ms-ds target slide, ref. 410893 ((B)(4)). An internal biomérieux investigation was performed. The customer reported the vitek® ms gave as identification streptococcus pyogenes 99,7%. This was from of a positive blood culture. The sediment was subcultured on a blood agar for six (6) hours. This identification was not expected (not conform to the clinical history of the patient). The colony was then incubated 24 hours and the identification was streptococcus dysgalactiae spp equisimilis/dysagalactiae. According to the workflow user manual clinical 4501-2233 - c page 2-5 the culture requirements for bacteria and yeasts are 24 - 72 hours. The incubation time done by the customer was only six (6) hours. The customer was asked to retest the strain after a correct incubation time. In addition, mzml files before the incident occurred were evaluated to check system performance. Calibration results: all peaks: 69 (criteria: min value 80), good peaks: 35 (criteria: min value 35), bad peaks: 8 (criteria: max value 20), score : 2.4 (criteria: >=1,5), noice: 8.1 (no criteria). Fine tuning was done in order to be within the target range of 90 with a minimum of 80 for all peaks. Results of the customer's repeat were received: -the identification of this micro-organism after six (6) hours incubation was a streptococcus pyogenes (99,7%). -after 24 hours the identification was streptococcus dysagalactiae ssp equisimilis/agalactiae (99,9%) (excepted ID). The identification after 24 hours incubation resulted in the expected identification. No further investigation was necessary as the system behaved as expected when the test was repeated after a correct incubation time.